Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the left ventricle. A 0.18, 200 cm platinum plus guidewire was advance to implant an lv lead. However, difficulty was encountered during placement and the guidewire became stuck inside the lead. The device could not be advanced or withdrawn. The health effect clinical code indicated that the device was embedded in tissue or plaque. There were no further complications reported. MDR report #: mw5146704.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Detailed product information was not provided. User medwatch provided with no customer information for follow up. B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Manufacturer narrative:
B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the left ventricle. A 0.18, 200 cm platinum plus guidewire was advance to implant an lv lead. However, difficulty was encountered during placement and the guidewire became stuck inside the lead. The device could not be advanced or withdrawn. The health effect clinical code indicated that the device was embedded in tissue or plaque. There were no further complications reported. MDR report #: mw5146704.